Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the customer was in class. Reportedly, the pump was not exposed to extreme temperatures and the alarms would not clear. Customer's blood glucose (bg) was 508 mg/dl which was addressed with a manual injection. Reportedly, customer reverted to manual injections as alternate insulin therapy.